Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged coupled device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of "no image and no video image " was confirmed. The issue was found to be due to faulty charge coupled device (ccd) unit and faulty universal cord (video cable). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an issue of " no video image" . The problem found during an unknown event. There was no patient harm, no user injury reported due to the event.